Event description:
Approx. 48hrs after initiation of iab therapy, a high pressure alarm sounded. Condensation was noted in the tubing. Iabp attempted to restart. Notes blood in the tubing, iabp discontinued, tubing clamped off, physician notified. Iab removed and not replaced. Pt critical due to illness.